Event description:
Sorin group (B)(4) received a report that air was delivered to the patient during a procedure using the stockert s5 system. It was also reported that the patient suffered permanent impairment but has been released from the hospital.

Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A review of the pump record and device memory found no errors or other signs of a malfunction. No problem with the equipment was detected but it was discovered that a bubble sensor was not being used at the time of the incident. Although the root cause for the reported incident could not be determined, the investigation has found no evidence to suggest that the issue was caused by a malfunction of the equipment.